Event description:
Nurse reports discrepant meter result compared to lab: date: (B)(6) 2010, inratio: 1.2, lab: 2.1. Results completed within 10 minutes of each other.

Manufacturer narrative:
Investigation pending.